Event description:
Information was received from a clinical study via a healthcare provider (hcp) regarding a patient who was receiving as of (B)(6) 2016 dilaudid 400 mcg/ml at a dose of 149.25 mcg/day and bupivacaine 2.5 mg/ml at a dose of 0.9328 mg per day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported there was an infection surrounding the patient's pain pump. The patient was admitted to the hospital with severe dehydration, leukocytosis, and an altered level of consciousness. The dehydration and level of consciousness were stabilized. The patient's white blood count continued to be high with sustained bacteremia and sepsis. The patient continued to be lethargic with a low grade temperature. On (B)(6) 2016, in order to find out the cause of the bacteremia, a galliandium/nuclear scan was started. On (B)(6) 2016, the scan showed an increased uptake surrounding the pain pump, indicating infection/sepsis surrounding the pump, which seemed the obvious source of the (B)(6) bacteremia. On (B)(6) 2016, the hcp explanted the pain pump without replacement. Upon opening the pump pocket, immediately there was purulent material. Two thirds of the purulent material was sent for culture. The pump was sent to pathology. The event resulted in in-patient hospitalization, prolongation of existing hospitalization and an emergency room visit. The event was possibly related to the device or therapy, not related to the implant procedure and noted to be related specifically to the pump pocket. As far as the event's outcome, initially it was listed as resolved with sequelae as of (B)(6) 2016. The sequelae was that the patient was discharged to snf (skilled nursing facility) until the sepsis resolved. The event outcome was then updated to resolved without sequelae as of (B)(6) 2016. An additional update indicated the resolution without sequelae occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's entire system, pump and catheter, were explanted without replacement on (B)(6)2016. The patient's weight was noted as (B)(6) lbs. The event status was unknown.